Manufacturer narrative:
Additional information: patient age and date of birth, patient weight, and patient ethnicity and race: unknown/asked information unavailable. Section d-6a date implanted: not applicable, as the iol was removed and replaced during the same procedure. Date explanted: not applicable, as the iol was removed and replaced during the same procedure, therefore not explanted. The device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Health effect impact code: 4631 iol removal and replacement. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the pre-loaded dcb00 intraocular lens (iol) was fully inserted into the patient's operative eye. The dcb00 iol was removed and replaced during the same procedure due to scratched lens. Replacement lens model information is unknown. Iol is not available for return as it was discarded. No further information is available.